Event description:
Patient had bilateral lung transplant and required vv ECMO [veno-venous extracorporeal membrane oxygenation]. Around 12 hours later, the canula was found to be cracked and the patient needed to go back to the or for exchange leading to a cardiac arrest and conversion to central ECMO.